Event description:
Inbound patient awakened to no disposable alarm on the pump walked patient through reseating the cassette on pump and once pump restarted, it began alarming aging plus had a two- tone beep that would not stop. After switching same cassette, lot# 4192062, exp 9/2/26, to back up pump, the alarm began again. Patient son-in law arrived, and this rn asked him to mix new uromodulin cassette. Once completed, pump restarted and reconnected to cassette. No further details provided.